Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, per the surgeon, insufficient seals utilizing an e-100 generator with a vessel sealer extend were experienced. The customer switched to an erbe generator to finish the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon was sealing and cutting ligaments/ pedicles when insufficient/ inadequate sealing was noted. There was no injury to the patient and there was minimal bleeding. The vessel sealer extend was working during the procedure for about 1/3 of the case. There was no error occurred. At the time of the event, during the sealing sequence, there were audible signals while the pedal was pressed. The sealing cycle was completed with the fast audible tones as expected and the tissue effect was noted. It is unknown if not fully sealed tissue was cut, if the tissue was under tension, or exposed to radiation. The tissue was not over 7 mm in diameter and the vessel was not calcified. The instrument is not available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the vessel sealer extend instrument be returned for evaluation. However, the instrument was not available based on customer information. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history revealed no other complaints for this product. No image or video clip for the reported event was submitted for review. Per the review, the instrument was last used on (B)(6) 2021 on system (B)(4). The vessel sealer extend has 0 uses remaining after last use. The instrument is intended for a single use. An isi failure analysis engineer performed a review of the event and provided the following information: the customer used e-100 generator for approximately 15 minutes, and swapped for an erbe. In the digital signal processor (dsp) logs, there is only one jaw angle open message, indicating the jaws are too far open to allow cutting, likely due to the surgeon trying to cut with too much tissue between the jaws. During e-100 use, there were 3 coagulation timeouts recorded, and 3 high initial starting impedance messages recorded. The coagulation timeout indicates energy was applied for the maximum allowable time (10s), and the high initial starting impedance indicates the impedance of the tissue between the jaws was higher than expected by the generator (grasping too much tissue, desiccated tissue, etc). During erbe use, no errors were recorded. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument was insufficiently sealing tissue despite the system delivering audible tones signaling seal completion. There was no report of any patient harm, adverse outcome, or injury. However, the insufficient seal may require surgical intervention, contributing to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.